Manufacturer narrative:
Insulin pump received with rf pic failed selftest alarm during self test due to faulty rf board. Pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test and unexpected restart error error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that daughter's insulin pump alarmed for pump error during self test. Customer's blood glucose was unknown at time of incident. Customer advised to refer to back up plan. Insulin pump will be return for analysis.